Event description:
It was reported that during an unk procedure, that after firing, it was found that the colon and rectum could not be anastomosed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.